Event description:
In 2001 baxter bioscience division medical director received info from a donor center medical director advising her of a donor who became ill during a plasmapheresis procedure, was transported to a local hospital and expired shortly thereafter.